Event description:
It was reported during a radical cystectomy, ileoconduit, and appendectomy while using the ez45g, the device was placed over tissue pedicle, and the jaws of device were closed. When the surgeon attempted to fire the device, a loud cracking sound was heard and the jaws of the device could not be opened. Upon opening the device the surgeon observed there was partial staple line formation. A new device was opened to complete the case without incident. There was no consequence to the pt.